Manufacturer narrative:
Concomitant products: ddbb1d1 ICD; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on all electrograms (egm) and at device classified termination of events, arrhythmia appears to continue. The ra lead remains in use. No patient complications have been reported as a result of this event.